Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth at the implant site. During the procedure, the abutment was removed and the patient was transitioned to a transcutaneous baha implant system. The internal fixture remains insitu.